Manufacturer narrative:
The pump passed functional testing and all operating currents were with specification. However, the pump gave an rf pic failed alarm during the self test. Unable to communicate with the test glucose meter and lost sensor alarms due to a faulty component on the radio frequency board. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed a radio frequency failed selftest alarm. Customer's blood glucose was 7 mmol/l. Customer was advised the device will be replaced. Customer agreed to return the device for analysis.